Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2018-00201: case 1, 3025141-2018-00202: case 2, 3025141-2018-00203: case 3, 3025141-2018-00204: case 4, 3025141-2018-00205: case 5, 3025141-2018-00206: case 6, 3025141-2018-00211: case 7, 3025141-2018-00212: case 8, 3025141-2018-00213: case 9, 3025141-2018-00214: case 10, 3025141-2018-00215: case 11, 3025141-2018-00216: case 12, 3025141-2018-00217: case 13, 3025141-2018-00220: case 14, 3025141-2018-00221: case 15, 3025141-2018-00222: case 16, 3025141-2018-00225: case 18, 3025141-2018-00226: case 19, 3025141-2018-00227: case 20, 3025141-2018-00228: case 21.

Event description:
Patient with a fracture of the fibula was treated with a fibula rod and two screw. The construct failed but did not require revision surgery. Reference: bugler, k.e., et al., the treatment of unstable fractures of the ankle using the acumed fibular nail: development of a technique. J bone joint surg br, 2012. 94(8): p. 1107-12.